Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1002: the cause of the reported potential malfunction, coverage of the internal iliac artery, is attributed to a magnification change on the angiography screen which misaligned the screen markings. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. During the device deployment operation, the magnification of the angiography screen somehow changed, and the markings on the screen and the position of iliac bifurcation became misaligned. As a result, the left internal iliac artery (iia) was unintentionally covered by contralateral leg component. The physician attempted to push the device up by balloon catheter. That attempt partially restored the unintentional coverage but the blood flow into the iia was still delayed. No further treatment was given and it was left for monitoring. The patient tolerated the procedure.